Event description:
"It was inserted into a patient and the balloon deflated".

Manufacturer narrative:
It was reported by the customer contact that on (b)(3) 2023, "upon discharge, the nurse noticed that the tube was no longer in place". It was reported that due to this, an additional surgical procedure is required. It was reported that the patient was discharged and doing "fine". A sample was requested to be returned for evaluation. It has been determined that the reported event required medical intervention therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.